Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump for under delivery. The volume to be infused was 400ml at a rate of 1000ml. The actual amount delivered was 400ml in over an hour. The formula used was peptamen jr and resource 2 via a gtube. No patient injury was reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump for under delivery. The volume to be infused was 400ml at a rate of 1000ml. The actual amount delivered was 400ml in over an hour. The formula used was peptamen jr and resource 2 via a gtube.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.